Manufacturer narrative:
Device information and implant date are unknown at this time. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced a fractured lead several years ago. To address the issue, the physician explanted the patient¿s lead and implanted a new model. Postoperatively, effective therapy was restored.